Event description:
The pump was confirmed to be flipped. They did not want to do a revision. The pt was non-compliant with regards to refills. They planned to program the pump to the off state. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).